Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, a loss of sensing was observed on the atrial. An increase in capture thresholds was also noted. The lead was capped and replaced. The patient was noted to be in stable condition following the procedure and would be monitored.